Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were initially submitted for evaluation following new-onset low flow alarms and speed reductions in a heartmate 3 patient. Initial analysis identified frequent low flow events associated with elevated left ventricular assist device (lvad) temperatures and an f66 magnetic centering fault, with no evidence of external mechanical circulatory support (mcs) equipment issues; potential causes included patient-related factors such as hypovolemia, hypertension, or possible obstruction within the flow path. Following administration of tissue plasminogen activator (tpa) on (B)(6) 2026, at 10:01 am, flow values appeared to improve; however, subsequent log file review showed multiple speed adjustments, persistent low flow hazard events, resolution of the magnetic centering fault, and emergence of new motor instability faults, with temperature remaining within normal limits and continued concern for obstruction within the rotor chamber. Later the same day, additional log data captured a pump reset event triggered by elevated motor power, preceded by elevated flow, low flow, motor instability, magnetic centering, and high current faults. After the reset, adjusted pump speeds were observed with ongoing low flow alarms; while it could not be confirmed whether the suspected obstruction was fully ingested, fault conditions appeared to resolve, and pump temperature remained within normal parameters. Due to rising temperature and the patient¿s planned transfer to the operating room, lvad speed was reduced to 4200 rpm, with uncertainty regarding residual pump function; the decision was made to maintain pump operation until surgical intervention, with the long-term plan to be determined, including consideration for transplant or pump replacement. On (B)(6) 2026, the patient was initiated on impella support, the lvad was subsequently turned off.